Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). An intraoperative type 1a endoleak was identified at time of implant however the physician elected not to treat at that time. A secondary procedure was completed 20 days post initial procedure. The physician elected to implanted an ovation ix stent graft extender to resolve this type 1a endoleak. It was reported that the aortic treatment was an palliative intervention as the patient was in the final stages of cancer. The patient expired seven (7) days post intervention (non-aaa related).

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the reported 1a endoleak, intervention, and death was unable to be confirmed due to the lack of relevant medical records and/or imaging available to review. However off- label neck anatomy and the proximal landing zone had thickened almost concentric calcifications (cautionary product use) that could have affected the proximal seal were identified with records provided for review. Therefore; the most likely cause of the type 1a endoleak was user and anatomy related. The intervention was due to the type 1a endoleak. The patient was reported to have expired due to terminal cancer. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Correction: result code: remove code 3221. Conclusion code: remove code 11. Device code: remove code 3190.